Manufacturer narrative:
The device was received for evaluation. During visual inspection, the leak was observed on left side bottom corner of the bag, side close to the graduation. It was also noted insufficient welding at the bottom left weld points. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag was leaking from the left side bottom corner of the bag, close to the graduation mark. This was noted after filling with a baxter compounding device. There was no patient involvement. No additional information is available.